Event description:
Event was reported to (B)(4) by an attorney. The patient experienced pain, infections, vaginal prolapse, rectocele, urinary and fecal incontinence, and pain during sexual intercourse. No further information has been provided.